Manufacturer narrative:
Customer indicated that after the call, the autopulse platform was tested with a mannequin at the fire station without the recurrence of a ua 42 message. The autopulse platform in complaint was returned to zoll on 04/09/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. During initial functional testing, the platform was turned on/off with no problems. In addition, the platform underwent run-in testing for a total of 45 minutes (30 minutes with a nimh battery and 15 minutes with a li-ion battery) using a 95% patient test fixture (large resuscitation test fixture). The platform then ran for an additional 15 minutes using a test mannequin. No anomalies or errors were exhibited during testing. A review of the platform's archive data was performed and found that multiple user advisory (ua) 2 (compression tracking error), ua 12 (lifeband not present), ua 18 (max take-up revolutions exceeded) and ua 42 (force overload tripped) messages occurred on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n 11653-001), ua 2 is exhibited when the platform detects a change in lifeband tension. This advisory happens when either the patient or the lifeband is out of position, or if the lifeband is opened during active operation. Per the autopulse® maintenance guide (p/n 11653-001), ua 12 occurs when the autopulse detects that the lifeband is not properly installed. Per the autopulse® maintenance guide (p/n 11653-001), ua 18 is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The autopulse is designed to exhibit ua's to prevent patient harm. No parts were identified for replacement to remedy the customer's reported complaint of the platform exhibiting a ua 42 upon power on. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a ua 42 upon power on was confirmed through review of the platform's archive data. The root cause of the ua 42 was unable to be determined as the platform functioned as intended while undergoing testing at zoll. The autopulse is designed to exhibit ua's to prevent patient harm.

Event description:
It was reported that during treatment of a (B)(6) year old male patient, the autopulse platform displayed a user advisory (ua) 42 (force overload tripped) message upon power on. The crew reverted to manual CPR for the duration of transport to the ER (exact length of time was not provided). Customer indicated that there was no compromise to patient care. No adverse patient sequelae was reported. No further information was provided.